Event description:
This was a diagnostic case (right/left heart catheterization). Femoral artery access was achieved with axera with no complications reported. No intervention was performed, but the patient was deemed a candidate for surgical intervention. Sheath removal occurred immediately following the procedure and hemostasis was achieved within minutes of sheath removal. The patient was observed in the post-procedure area for one hour and was subsequently transferred to the hospital ward. Two hours post-procedure, lovenox was administered. No explanation was given as to why the patient was treated with lovenox. The patient was scheduled for discharge 17 hours post-procedure (the following day). Just prior to discharge, the patient complained of feeling unwell and of back pain. The patient's blood pressure dropped, and during transfer to the ICU, the patient expired. The ccl manager did not call arstasis to report the event but noted it in conversation 3 days later to the arstasis representative when they met in the cath lab. The cause of death was not disclosed, however, the ccl manager indicated the death was not considered related to use of the arstasis product.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The clinical description of the event included a determination that the death was not related to the use of the axera 2 access device and that the device functioned without any issues. Inquires for additional information made to the hospital following this event revealed that risk management was unaware of the event and no cause of death has been disclosed. Based on the review completed, there is no indication the device was out of specification. The root cause, based on available information, is death most likely unrelated to the use of the arstasis device.